Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted: that the trocars, cannulas, circular and envelope seals appeared intact. The radially expandable sleeves were not received. The obturators were received inserted into the cannulas, prolonged insertion can cause the envelope seals to become stretched. A functional evaluation found that the devices failed an air leak test. The cannula tips were checked with a 221. Pin gauge and was in spec. The devices were used to test for resistance by inserting and removing into the cannulas. No resistance was noted. The trocar was opened to examine the duckbill, a minimal amount of lube was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-procedure in laparoscopic roux en y procedure, the inner diameter of this trocar was too tight to pass a grasper back and forth through the cannula. It kept getting caught inside the cannula. They opened a new trocar to resolve the issue in order to complete the case. There was no patient injury.